Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. The first perclose proglide (12673-03/910136h) is being filed under a separate MFR#.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred with the first and second proglide device. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, link, anterior needle, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection of the returned device revealed a posterior cuff miss during needle deployment as evidenced by undisturbed posterior needle. Therefore, the reported product experience is confirmed. The posterior cuff miss subsequently resulted in a failure to form the suture knot as observed. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent failure to form the suture knot is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The reported heavily calcified vessel and excessively scarred tissue could be a contributing factor. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.